Event description:
A discordant high troponin I (tni) result was obtained on a dimension exl instrument. The first sample drawn was negative. The second sample was drawn which had a positive result. A rerun of the second sample was also positive. The third sample was drawn and run on a different instrument with a negative result. The negative results were consistent with the patient's clinical picture. There was no further patient intervention. There are no known reports of patient intervention or adverse health consequences due to the discordant high tni result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument. The cause of the discordant high tni result is unknown. The fse performed instrument maintenance. The instrument is performing within specifications. Further evaluation of the device is not required.